Manufacturer narrative:
Summary of investigation results: the investigation is ongoing. Summary of follow-up/corrective actions taken: the investigation is ongoing. Device returned to manufacturer? No. Device labeled "for single use?"? No. Device reprocessed and reused? No.

Event description:
1. There was an allegation questionable tina-quant hemoglobin a1c gen.3 - hemolysate and whole blood application results for two patients from the cobas 8000 cobas c 502 module. 2. Patient age range: 32-56 years. 3. Patient weight range: asku. 4. Patient sex breakdown: 2 males. 5. Patient race breakdown: asku. 6. Patient ethnicity breakdown: asku.

Manufacturer narrative:
1. Summary of investigation results: the investigation did not identify a product problem. The cause of the event could not be determined. 2. Summary of follow-up/corrective actions taken: the field service engineer performed preventive maintenance. The customer performed new comparisons with patient samples and qc, and the results were within specifications.